Event description:
The reporter stated that when the probe was connected to the monitor, there was no reading on the monitor screen. When the probe failed, they took it out. It was removed from the pt. A new one was available and the new probe worked. It was done immediately so, the event did not lead to a significant increase of surgery time. There was a good outcome of the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.